Event description:
The device was used during a lavh procedure. Reportedly, the instrument was difficult to closed and did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/05/1997-supplemental report #1 submitted to FDA.